Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cardiosave intra-aortic balloon pump (iabp) failed pim testing. There was no patient involved.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit fails pim testing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge service territory manager (stm) the encountered the issue, inspected the device and troubleshooting revealed that the safety disk is defective. The stm replaced the safety disk to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.